Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
It was reported that the unit had a navigation ring failure causing the "check" button to not work properly. There was no patient involvement.

Manufacturer narrative:
G4: 14apr2020 b4: (B)(6)2020. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer to replace the switch board. The customer responded that they "did not report anything". No additional information was obtained. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.